Event description:
X-ray imaging system had failed and a video pc board was re-seated on the ias pc. System was stressed multiple times with no issues.five days later, after a patient was sedated, the system was tested prior to the procedure and the fluoroscopy function was not available. System was rebooted four times with no success. The procedure was cancelled. The replacement pc arrived later that same day and was replaced. System is now fully operational after a week of observation.